Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows up and down movement in the lock, and the teeth are ratcheting while in the unlocked position. To resolve the issues, by the completion of service, the disk ratchet, retaining ring, screw, nut, washer and wave spring will be replaced along with general maintenance and cleaning. Root cause - the complaint is confirmed via inspection of the unit. The unit needed cleaning and replacement of worn parts. The probable root cause is routine use and wear. Additionally, improper or suboptimal placement of the skull clamp can contribute to movement/slippage of the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during a case of scoliosis, the patient¿s head moved in the mayfield composite series skull clamp (a3059), and the patient¿s nose was no longer in the same place compared to the support. No information on patient injury or surgical delay has been received.